Manufacturer narrative:
Additional information: d4. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The returned device was visually inspected and button is broken from housing connector. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, broken button. Delamination - button was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Event description:
Office reported the button of the silent nite slide-link broke off. The patient received the appliance on (B)(6) 2023 and reported on (B)(6) 2025 that the button fell off appliance, it is unknown if the patient discontinued using device on that date. It is reported that the appliance was cleaned with soft brush prior delivering to patient and that the patient maintained the device as instructed. It is reported that the patient did not suffer harm or injury.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).